Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer inspected the tubing for kinks and attempted to resume insulin delivery, but after being unsuccessful, tried reloading the same cartridge. Ultimately, the pump was replaced, and the customer reverted to an alternate method insulin therapy.